Event description:
Complainant alleged that the clinicians were attending a patient (age and gender unknown) who was in a cardiac arrest condition. The clinicians shocked the patient once at 120 joules, but the device's recorder print out indicated that the patient was shocked at 150 joules. The clinicians the obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant also indicated that the facility's biomedical engineering department was unable to duplicate the reported problem.